Event description:
A malfunction alarm, identified by a software error code, was reported by the customer. Despite the alarm, there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted them with the process. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump but should call back if the issue reappeared.